Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04320, 2134265-2018-04321 and 2134265-2018-04322. It was reported that balloon rupture occurred. The target lesion was located in the left leg superficial femoral artery. Two charger balloon catheters, sizes 8.0 x40 135cm and 8.0 x100 135cm; two sterling balloon catheters, sizes 7.0mmx100mmx135cm and 7.0x150x150cm were advanced for pre-dilation in unknown order, but all 4 balloon catheters ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure but the investigator was still unable to inflate the balloon due to the presence of the solidified blood. A microscopic examination identified a balloon pinhole located approximately 33mm distal to the distal edge of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the 75-80% stenosed target lesion was located in the minimally tortuous and severely calcified proximal superficial femoral artery. After lesion size was obtained with an ivus catheter, two sterling balloon catheters, sizes 7.0mmx100mmx135cm and 7.0x150x150cm were advanced for pre-dilatation. However, upon inflation before nominal pressure, the balloons ruptured. The physician decided to proceed with stenting using a 8.0mm x 100mm innova stent. A 8.0 x100 135cm charger balloon catheter was advanced for dilatation but it also ruptured upon inflation. The physician decided to use a 8.0x40 135cm charger balloon catheter to concentrate on a focal area. However, upon inflation, the balloon also ruptured. All four balloon catheters ruptured before nominal pressure was reached and were inflated within a minute. All the devices were removed without complications.